Manufacturer narrative:
A ge rep evaluated the system and replaced the keyboard and cables, system interface pcb, backplane, x-ray controller, and power supply. System operates as intended. (B)(4).

Event description:
The customer reported there is no image on the workstation monitors. No patient injury was reported.